Event description:
Related manufacturer report number: 1627487-2022-06896. It was reported that the patient's t12 lead had migrated. As a result surgical intervention was undertaken wherein the lead was explanted and replaced. During this procedure, the ipg would no longer communicate with external devices and was deemed inoperable. The ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.